Event description:
Reportedly, the reload fired and cut properly but would not release. The black handle had opened approximately 2 cm and would not open or close from the point. The surgeon decided to open the patient to free the instrument.